Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for low volume. There was no patient involvement. Manufacturer's ref #: (B)(4).